Manufacturer narrative:
(B)(4). The following additional information was obtained: adverse event: incision inflammation. Relation to the study device: not related; relation to the study procedure: probably related. Outcome: recovered/resolved. Code of deep layer: (B)(4). Code of intermediate layer: (B)(4). Code of intradermal layer: (B)(4) code of skin layer: (B)(4).

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Do you have any photos? If yes, please provide. Location and incision size of product application? How the device was used (what layer of tissue and how many layers applied)? What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? What is the physicians opinion of the contributing factors to the inflammation? What is the most current patient status? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Patient pre-existing medical conditions (ie. Allergies, history of reactions). Was dermabond used on the patient in a previous surgery or wound closure?

Event description:
It was reported that the patient underwent a total knee arthroplasty/replacement procedure on (B)(6) 2017 and the topical skin adhesive was used. There were no anomalies occurred during the surgery. Postoperatively, the patient experienced wound inflammation on (B)(6) 2017 and no special treatment was performed. The patient was under monitoring at the hospital. The surgeon opined that it might not be related to product. On (B)(6) 2017 the subcutaneous blood was found and a little bloody exudate was accompanied. There were no anomalies found in esr, routine blood test, c reactive protein, procalcitonin test and culture. The surgeon cleaned the wound and removed the blood stasis. Ceftazidime hydrochloride 2 g were taken to prevent infection. Hospitalization time was prolonged. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-000013741 date sent to FDA: 7/22/2018 additional information. The following additional information has been provided: event description: limb swelling (left) onset date: (B)(6) 2017 severity/intensity: moderate relation to the study device: possibly related relation to the study procedure: probably related outcome: recovering/resolving is the adverse event still ongoing?: yes

Manufacturer narrative:
Additional information was requested and the following was obtained: do you have any photos? If yes, please provide location and incision size of product application? No. What is the most current patient status? Stable.